Event description:
The customer reported the system's field size was too large and out of tolerance. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The field size was adjusted within specification. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.